Event description:
It was reported that; during the operation, the nut burst occurs when the nut is finally locked. Eventually the doctor can only reset the stick and use the new plug to lock it. After the nut is implanted with the screw, the final locking is not made, and the nut appears crack. About half an hour surgical delay.

Event description:
It was reported that: during the operation, the nut burst occurs when the nut is finally locked. Eventually the doctor can only reset the stick and use the new plug to lock it. After the nut is implanted with the screw, the final locking is not made, and the nut appears crack. About half an hour surgical delay.